Event description:
Customer is alleging an insulin delivery issue. Customer advised that the spirit pump stop working during the middle of the night. Customer elaborated that when pump was not working it was not delivering insulin accurately. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Meter correctly generated e10 errors to alert customer that the pump was unable to deliver insulin due to high friction on the piston rod.